Event description:
Store mgr reported that this employee, was feeling sick & put thermometer in mouth to take her temperature. Employee alleged that the thermometer broke in her mouth & that she spit the mercury out onto her hands. A couple of days later, she noticed her wedding ring was tarnished. Employee reported that there was no bodily injury to her.